Event description:
It was reported there were display problems. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; board flex cable found loose on the connector on the lcd (liquid crystal display). It is noted due to the abuse of the device, the board connector cable was jarred from the connector on lcd display making a bad connection. Analysis also found the upper case, lower case, one control knob, two side bail covers, and the battery drawer are broken. Battery release, ring cover and lead flex cover are contaminated. One case screw found to be incorrect. Battery contacts compressed. One side bail missing and the ring is bent. Main printed circuit board found out of electrical specification.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis could not confirm the pcb failure found during service and repair of the device, however, atypical error messages were confirmed caused by a corrupted integrated circuit component eeprom (electrically erasable programmable read only memory) programming. Performing calibration restored the device to typical operation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.